Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reas0850 showed (B)(4) other similar product complaint(s) from this lot number. The complaints for this lot number (reas0850) have been reported from the same facility.

Event description:
It was reported by the facility via the sales rep that the clamp broke when the patient came in for dialysis, it was the arterial clamp. On 5/11/17-the facility contact stated that they use peroxide to clean the device prior to dressing change. The facility contact stated the clamps were not brittle. The clamps broke on the back in a "straight clean" line.